Event description:
Patient implanted with pfna (proximal femoral nail antirotation) (B)(6) 2011. Patient showed no signs of healing and a non-union was noted. During removal, the nail was noted to be broken. It is unknown as to when nail breakage occured. Hardware was removed on (B)(6)2011.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation could not be concluded as no device was returned.